Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter broke. No serious injury or medical intervention was reported. Verbatim: "when placing the catheter on the patient, s/he removed it by his/herself. Then the catheter was broken."

Manufacturer narrative:
DHR review was not performed since the lot number associated with the investigation was unknown. Received a 24ga iag bc catheter-adapter assembly along with an extension set, no packaging material was received. Visual/microscopic evaluation: there was traces of blood residue on the catheter tubing and inside the adapter (wedge/tubing assembly area). Observed there was approximately 5mm of catheter tubing (from the nose of the adapter to the highest point of the tubing) and the rest of the catheter tip was missing. The area of separation at the catheter tubing had jagged and rough edges (indication of stress). Conclusion(s): per verbatim and based on the condition of the edges left off on the catheter tubing (jagged-stretched) the separation of was caused by manipulation of the patient at the user end.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter broke. No serious injury or medical intervention was reported. Verbatim: "when placing the catheter one the patient, s/he removed it by his/herself. Then the catheter was broken."